Event description:
During laparoscopic gastric restrictive procedure, endo cutter stapler misfired after first staple requiring surgical procedure to be converted to open procedure & add'l or time. Instrument returned to ethicon.